Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the criteria for the right ventricular lead integrity alert were met, and analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter (sic). Analyst commented, 13 non-sustained tachycardia episodes with v-v intervals greater than 220 milliseconds from (B)(6) 2016. Two hundred thirty five ventricular sics since last session 1.9 days ago. Lead failure predictor triggered on (B)(6) 2016 for ventricular sic and non-sustained tachycardia episodes.

Event description:
It was reported that a remote transmission indicated that the right ventricular (rv) defibrillation lead had a fracture. The rv lead was explanted. No patient complications have been reported as a result of this event.